Manufacturer narrative:
Initial reporter facility name: (B)(6) regional health centre. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set backflowed. . It was further reported the "continu-flo solution set set-up with a secondary line and medication spiked. The IV line was loaded into the sigma spectrum pump, the secondary line clamp was opened and the secondary infusion began to drip, it was immediately reclamped. IV line was unloaded, inspected and reloaded into a different pump and had the same outcome. The secondary line was disconnected from the defective line and added onto a new continu-flo set, the problem did not recur." The drug used was an unspecified chemotherapeutic the issue was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Backflow functional test was performed and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.